Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. Product was provided for evaluation. Confirmation of the complaint was confirmed. The probable cause could not be determined.